Event description:
The customer reported they observed an error indicating a malfunction which may result in the inability to initiate mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The consolidated interface board subassembly, filter board auxiliary breathing system sensor harness, and unidirectional breathing circuit valve were replaced to resolve the issue.